Event description:
The 18mm aso was implanted on (B) (6) 2009 in a paravalvular leak. Later, the patient presented to the ER hypotensive but not in distress. Testing confirmed a large pericardial effusion, the patient deteriorated and died 36 hours post-implant. Initially no autopsy was performed then was decided later to perform the autopsy. Pathological staining suggested a hole from the amplatzer septal occluder (aso). Initial review of the ice imaging indicated no erosion occurred. Further information is being requested.